Manufacturer narrative:
The device has not yet been returned. An investigation will be conducted once the sample has been returned and a supplemental report will be submitted. Model # - not applicable. Catalog # - not applicable. Lot # - not applicable. Expiration date - not applicable. UDI - not available.

Event description:
It was reported that a patient experienced an allergic reaction after using a dream tap appliance. The patient experience blisters in the lips and gums (metal contact) on unknown date. The doctor advised the patient to stop using the appliance and the allergic reaction went away. The patient has no known allergies.

Manufacturer narrative:
The dream tap was manufactured per physician's prescription (rx) and returned for analysis. A visual inspection was performed on the returned device. The edges of the appliance (both upper/lower) were smooth and no cracks were found. The device's layers were intact and did not separate. The device was observed to be very clean with no white deposits or cell debris present with the device. The device had turned yellowish; however, the color turns yellowish due to normal usage. All accessories were inspected; the hook, adjustment key, locking screw, adjustment screw, bite pad and metal plate were all intact. The IFU states; "allergic reaction may be encountered. Discontinue use if reaction occurs and consult prescriber." A batch/lot review for the associated material showed no manufacturing deviations or abnormalities. Glidewell research team and namsa conducted a series of testing on erkodent material (erkoloc-pro and erkodur) following iso 10993 (biological evaluation of medical devices) and the device was evaluated for potential cytotoxicity, skin irritation, delayed dermal contact sensitization and oral mucosal irritation. The test results were listed and summarized in rpt 9733 rev 1.0. · for cytotoxicity testing, the test article extract showed no evidence of causing cell lysis or toxicity. · for skin irritation, there was no erythema and no edema observed on the skin test. · for sensitization testing, the test article extracts showed no evidence of causing delayed dermal contact sensitization. · the test article showed nonirritant to the oral mucosa as compared to the control article. This complaint will be kept on record for track and trending purposes.